Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had alarmed multiple sensor error alarms. Customer's blood glucose was 160 mg/dl and sensor glucose was 40 mg/dl. Customer mentioned the cannula was missing when the sensor was removed from the body. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor and perform continuity resistance test. The sensor failed per specifications. Also, found the insertion needle was separated from sensor. Unable to confirm customer received sensor in said condition due to the sensor was returned opened and used.